Event description:
It was reported that during insertion for an ablation procedure one farawave catheter was selected for being used, however, it was possible to observe air between the splines of the catheter. A new catheter was recommended but demonstrated the same issue; however, elevating and tapping the sheath while aspirating appeared to resolve the issue on the second attempt. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was disposed. It was further reported that the doctor was seeing either air or blood mixing with saline between the splines of the farawave while in the sheath. When he would aspirate back on the sheath there was no air in the syringe. It was only seen when the doctor would turn on the flush to the sheath and he would "see something for a quick second between the splines of the sheath". No air was seen in the patient.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during insertion for an ablation procedure one farawave catheter was selected for being used, however, it was possible to observe air between the splines of the catheter. A new catheter was recommended but demonstrated the same issue; however, elevating and tapping the sheath while aspirating appeared to resolve the issue on the second attempt. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was disposed.